Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0232 on (B)(6) 2005. Many years later the patient has suffered vaginal pain, bleeding, erosion, dyspareunia and urinary problems, removal surgery, and other injuries as they become apparent. No further information has been provided.